Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed that the fittings are not secured into the bulb. The devices were taken to the lab and tested. Water leaked from the ends of the bulbs when it was squeezed. This compliant can be confirmed. The devices were sent to the supplier for further investigation. A nc was opened to track this failure (nc # (B)(4)). A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two similar and one dis-similar complaints for this lot of (B)(4) devices that were released to distribution. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10444, 1221934-2017-10445.

Event description:
The sales rep reported via phone that the customer's gravity tube set had a ball defect and was leaking on both ends of the ball. There were also bubbles on the screen causing visualization issues during a shoulder arthroscopy. The case was completed with the tube set. There were no patient consequences but a 15 minute delay was reported. The sales rep was not present during the case and could not provide any more details. The device is being returned.